Event description:
Customer reported that while preparing for treatment, the prisma machine switched off and rebooted after approx one minute. At the time, the ac power lead was checked and was intact. There was no obvious reason for ac power failure. The prisma had to be plugged into mains plug, at the time the prisma was plugged into extension lead. The pt was disconnected from prisma.